Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot h348 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot h348 for the reported issue shows no trends. Trends were reviewed for complaint categories, centrifuge bowl leak/break, and alarm #7: blood leak? (Cent chamber). No trends were detected for these complaint categories. Photographs were provided by the customer for evaluation. Review of the provided photographs verify that the centrifuge bowl leaked during the treatment as blood splatter is seen on the centrifuge chamber walls. The photographs show the centrifuge bowl is intact and still contained in the cellex instrument's bowl holder. A material trace of the bowl assembly and its components used to build lot h348 found no related non-conformances. A device history record review of kit lot h348 did not identify any related non-conformances, deviations or equipment maintenance events. This kit lot had passed all lot release testing. The cause for alarm #7: blood leak? (Centrifuge chamber) is due to the centrifuge bowl leak. The root cause of the centrifuge bowl leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4).

Event description:
The customer contacted mallinckrodt to report that they experienced a centrifuge bowl leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported approximately 210 ml of whole blood was processed when they received an alarm #7: blood leak? (Centrifuge chamber), and observed a blood leak in the centrifuge chamber. The ecp treatment was aborted and residual blood within the kit was not returned to the patient. The patient was reported to be in stable condition. The customer has provided photographs for investigation.